Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Only the delivery wire was returned. Analysis of the delivery wire revealed that it was kinked/bent likely due to handling during use. The main coil appeared to have broken near the main junction. No functional test could be performed because the coil was not returned along with the delivery wire. Information available indicated that the main coil and delivery wire were confirmed to be in good condition prior to use and that the coil stretched during advancement; therefore, it could not be inserted. It is probable that some procedural factors encountered during initial insertion limited the performance of the coil contributing to the damages observed. An assignable cause of operational context was assigned to this investigation.

Event description:
Analysis of the returned device revealed that the main coil had broken near the main junction. No clinical consequences were reported to the patient.